Event description:
Ever since dexcom changed their adhesive on their product, I have been getting severe burns/rashes/irritation from their product. The product is absolutely life changing so, I have to choose between using it and helping making my diabetes more controllable and less of a hassle and get a itchy, painful, scarring burn on my skin every 10 days or go back to finger pricks which is choosing to worsen the ability to control my type 1 diabetes due to not constantly knowing my blood sugars and not getting high/low readings. This has been going on since march 2020 and only continues. FDA safety report ID# (B)(4).